Event description:
The facility reported a failure code 810:11 during patient use. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
The device has been received and is in the process of being evaluated. A follow-up report will be submitted upon completion of the evaluation or if any additional information becomes available. A review of the complaint history reveals no other reports have been received on the reported serial number for the reported issue.